Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required), autoimmune disorder (seriousness criterion medically significant), urticaria ("hives"), weight increased ("weight gain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog") and tooth loss ("lost numerous teeth"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, autoimmune disorder, urticaria, weight increased, fatigue, alopecia, feeling abnormal and tooth loss outcome was unknown. The reporter considered alopecia, autoimmune disorder, fatigue, feeling abnormal, genital haemorrhage, tooth loss, urticaria and weight increased to be related to essure (ess205). The reporter commented: the reporter did not attribute the removal of essure to a specific event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by an other health professional and describes the occurrence of genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required), autoimmune disorder (seriousness criterion medically significant), urticaria ("hives"), weight increased ("weight gain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog") and tooth loss ("lost numerous teeth"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, autoimmune disorder, urticaria, weight increased, fatigue, alopecia, feeling abnormal and tooth loss outcome was unknown. The reporter considered alopecia, autoimmune disorder, fatigue, feeling abnormal, genital haemorrhage, tooth loss, urticaria and weight increased to be related to essure (ess205). The reporter commented: the reporter did not attribute the removal of essure to a specific event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.